Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4),

Event description:
It was reported that the wire broke proximally outside of the joint when removing the inserter. A suture cutter was used to cut the pull wire flush with the anchor. There was no surgical delay.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: pull wire broke probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. (B)(4).

Event description:
It was reported that the wire broke proximally outside of the joint when removing the inserter. A suture cutter was used to cut the pull wire flush with the anchor. There was no surgical delay.